Manufacturer narrative:
Return of the actual device for evaluation was requested. Should the sample become available for evaluation, a follow up report will be submitted upon completion of testing. The manufacturing facility has been made aware of this report through baxter's complaint management tracking system. The manufacturing facility will continue to monitor similar report for possible trends.

Event description:
Customer reported set leak during use. Set was being used on a female post-surgical patient. After initial morphine injection, patient continued to experience pain. Nurse attempted another injection of morphine into the injection port and noticed the morphine did not enter the tubing but instead leaked from the port. Set was changed and medication was delivered withour further problems. Customer reported that patient was not injured during the event. Although requested, additional information was not available.